Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawers 4.1 and 4.2 were off the bus. A field service engineer (fse) reseated all cables on the back of drawer. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawers 4.1 and 4.2 appeared as device not detected on bus. The issue initially began with cubie b4 in drawer 4.1. After the technician attempted to reboot the pyxis, both drawers failed and were no longer detected on the bus. The technician also reported difficulty fully opening and closing drawer 4.1. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.